Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during procedure, the device had stopped working after one good seal. There was evidence of energy delivery but no end tones was heard. The handpiece did cut the tissue but failed to seal it. The device failed to perform following the initial seal. The surgeon was forced to clamp/seal using alternate methods owing to the failed device. There was bleeding of over 500cc and blood transfusion was required. What should have been a standard four-hour surgery had to be extended due to the lack of sealing from the device. The device was only cleaned once after the initial seal. There was no medical or surgical intervention needed to prevent a permanent impairment of a function. The event lead to patient hospitalization for one day.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during racial nephrectomy, the device had stopped working after one good seal. There was evidence of energy delivery but no end tones was heard. The handpiece did cut the tissue but failed to seal it. Device failed to perform following the initial seal. Surgeon was forced to clamp/seal and manually suturing using the alternate methods owing to the failed device. A new ligasure handpiece was used with the same generator and it worked fine. There was bleeding of over 500cc and blood transfusion was required. What should have been a standard four-hour surgery had to be extended due to the lack of sealing from the device. The device was only cleaned once after the initial seal. There was no medical or surgical intervention needed to prevent a permanent impairment of a function. The event lead to patient hospitalization for one day. Patient was not on any medications.